Manufacturer narrative:
(B)(4). The analysis results found that the 6cb45 device was received in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device closed and opened as intended and without any difficulties.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device could be fired properly at the first firing. Although the trigger became hard to be grasped at the second firing, the device was fired forcibly. It was found that the deployed staples were unformed at the second firing. Reinforcement product was not used. Usually, the doctor uses a green cartridge for the bronchial tubes. However, blue cartridges were used in this case to adjust the quantity. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.